Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg had became inoperable after the patient stopped charging the ipg. As a result the patient may undergo surgical intervention at a later date to address the issue.

Event description:
The patient¿s ipg was replaced on (B)(6) 2020. Therapy was restored post-operative.